Event description:
It was reported by the sales representative that the patient is experiencing pain at the placement site shortly after beginning treatment with spinalpak. The patient stated she has a headache the longer she wears the product. Can feel the tension in her neck and muscles. Patient also has mono. Muscle stiffens within the first hour. Patient stated she stopped wearing the unit saturday and sunday and felt better. Then monday she felt worse. Advised the patient to continue to stop wearing her unit and contact her doctor and call us back with an update. Patient called back and stated that the doctor advised her to send the unit back. It was causing headaches and she can't wear it. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Investigation summary: the spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part was in good condition from visual perspective. The DHR/ coc was reviewed and showed no reported non-conformances and deviations. The failure was not confirmed for the reported condition of the "pain". The spinalpak was tested using burn test and clock lifetime which indicated that all the specifications were within the limit. The unit was not at end point. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (12) total complaints from (sept 2, 2020) to (sept 2, 2021) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the sales rep that the patient is experiencing pain at the placement site shortly after beginning treatment with spinalpak. Called patient she stated she has a headache the longer she wears the product. Can feel the tension in her neck and muscles. Patient also has mono. Muscle stiffens within the first hour. Patient stated she stopped wearing the unit saturday and sunday and felt better. Then monday she felt worse. Advised the patient to continue to stop wearing her unit and contact her doctor and call us back with an update.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.